Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to fluid loss. The fluid loss was identified in x-rays after an incontinence increase in the clinic in (B)(6) 2019. No infection and no erosion was found. A patient outcome of no problem was reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
The cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. Functional tests concluded the cuff performed within product specifications. Device analysis determined the condition of the returned device was not consistent with the reported information. The complaint was not confirmed for fluid leak issues. Inspection of the remainder of the device presented no other damage or irregularities. Therefore, based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). The ams800 control pump was visually and microscopically examined. No leaks were found. The device was not functionally tested due to the confirmed balloon pinhole/leak. Inspection of the remainder of the device presented no other damage or irregularities. The ams800 pressure regulating balloon was visually and microscopically examined. There were two (2) pinhole leak(s) in the balloon shell that was the result of scaling and fatigue. The balloon was not functionally tested due to the confirmed leak(s). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The complaint was confirmed for fluid loss. The investigation conclusion code of cause traced to component failure was chosen because complaint allegations were confirmed through product analysis due to the device condition. System components. Pump: model: 72400098. Lot sn: (B)(4). Mfg date: null. Exp date: 08/19/2008. Gtin: (B)(4). Balloon: model: unk. Lot sn: unk. Mfg date: unk. Exp date: unk. Gtin: unk.

Manufacturer narrative:
System components: pump model- 72400098, lot sn- (B)(4), mfg date-null, exp date- 08/19/2008, gtin-(B)(4), balloon, model- unk, lot sn- unk, mfg date-unk, exp date-unk, gtin-unk.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter(aus) device due to fluid loss. The fluid loss was identified in x-rays after an incontinence increase in the clinic in (B)(6)2019. No infection and no erosion was found. A patient outcome of no problem was reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.